Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure in the rectum. According to the complainant, the gold probe device would not burn when electrical current was applied. Another gold probe device was used to complete the procedure using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure in the rectum. According to the complainant, the gold probe device would not burn when electrical current was applied. Another gold probe device was used to complete the procedure using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. Device (B)(4) relates to (B)(4) for the reported event: system fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.